Manufacturer narrative:
(B)(4). Investigation results: one accutrac 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification revealed that the tip was slightly degraded. There was no damage along the body of the fiber. Visual examination under magnification of the fiber face within the sma connector revealed that there was debris on the fiber face and that only a small amount of light was coming through which would cause the device to emit insufficient energy transmission during ablation as well as cause a weak aiming beam thereby confirming the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an accutrac 200 laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2018. Reportedly, the laser unit used was an acmi/gyrus console with laser settings of 6 joules and 18 hertz for a total of 10.8 watts. According to the complainant, during the procedure and inside the patient, the aiming beam was no longer visible and the laser energy stopped firing after 10 minutes of use. The procedure was completed with a basket. There were no serious injury reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed debris on the fiber face within the sma connector.